Event description:
The customer reported an arterial alarm malfunction on their mp70 intellivue patient monitor.the device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported an arterial alarm malfunction on their mp70 intellivue patient monitor. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.